Event description:
It was reported the caller asked for help with reprogramming. Caller asked for field representative to speak with a patient. The caller reports a loss of therapeutic effect. Caller said that stimulation was on at 1.2 volts. Caller said that patient was at hcp (healthcare provider) office a couple weeks ago and the following day went back to have system reprogrammed by manufacturer representative. It was noted that the event or symptoms occurred following a fall. The details of the fall were unknown. Caller said that patient was admitted to medical rehabilitation facility the night before reported event date due to a fall that she had in which she fractured her pelvis. Caller said that due to injury it was extremely painful for patient to walk and move around however her frequency symptoms has returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0e60z, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).